Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise was seen on the rv channel in bipolar and unipolar sensing polarities with provocative movements. Noise was also seen in stored hvr recordings. Lead remains implanted. Should additional information be received, this file will be updated.